Manufacturer narrative:
The pump was received with a drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify no delivery alarm due to pump error 37 alarms. Unit received with unexpected battery power loss and had high sleep current due to moisture damage. Unit was monitored for 24 hrs. Battery was removed from pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error 23 alarms were noted. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was tested using a test battery cap.

Event description:
The customer reported via phone call that the insulin pump alarmed error. The customer¿s blood glucose level was 329 mg/dl. The insulin pump alarmed insulin flow block error but it was a past event. Customer reported that they were able to clear the alarm. Customer was able to rewind the insulin pump. The insulin pump told her to rewind repeatedly after rewinding. Customer stated that the alarm occurred immediately after a battery change. The insulin pump will be returned for analysis.